Event description:
It was reported that the customer experienced high blood glucose levels due to not receiving insulin. The blood glucose reading was over 600 mg/dl. The customer stated that the he had disconnected from the insulin pump to take a shower, and when he reconnected to it, he performed the procedure incorrectly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.